Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/27/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the thigh on (B)(6) 2017. Date of issue is an approximation. The reaction as located on the middle outer left thigh. On (B)(6) 2017, after the patient removed the sensor, the affected area was sore and swollen. The patient stated that it hurt so much that they could not touch the affected area and could not walk very well. The patient's boyfriend drove the patient to the hospital at 11 am. An ultrasound was performed and a large need was used to make sure that the affected area was not an abscess. It was indicated that the patient had a bacterial skin infection (cellulitis). The patient was given bactrim ds antibiotics to tread the skin reaction. The patient was released the same day. At the time of contact, the patient was at home doing well. No additional patient or event information is available. The sensor was inserted into the thigh. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).